Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The product had caused the reported failure. Sample has been performed and observed there was no leakage. Catheter can be inflated and deflated without difficulties. Visual inspected has been performed and observed there is some physical changes on surface of catheter that possibility catheter has react to any ointments or lubricants having a petrolatum base or reaction of medicine used. A potential root cause for this failure could be due to incorrect former selection /incorrect fillers or quantity added to compound and also might be contributed by reaction of medicine or ointments or lubricants used by patient that change the structure of catheter. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the biocath catheter became longer and thicker. The catheter was placed on (B)(6) 2021 and it was a suprapubic placed catheter. It was stated that the patient used a flip flo day and night after 4 weeks the catheter started to change. The patient used bethamethasone cream 2 times in 3 days with a break of 4 days and used the cream 2 times a day. The patient rinsed the catheter with soap due to the catheter was greasy. Per follow up received on (B)(6) 2021 the catheter was about 8 weeks in the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the biocath catheter became longer and thicker. The catheter was placed on (B)(6) 2021 and it was a suprapubic placed catheter. It was stated that the patient used a flip flo day and night after 4 weeks the catheter started to change. The patient used bethamethasone cream 2 times in 3 days with a break of 4 days and used the cream 2 times a day. The patient rinsed the catheter with soap due to the catheter was greasy. Per follow up received on 23jul2021 the catheter was about 8 weeks in the patient.